Manufacturer narrative:
Photo analysis: it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: during a cancer check-up, it turned out that the "contents of your ... Implant had leaked".

Event description:
Patient reported for right side, during a cancer check-up, it turned out that the "contents of your ... Implant had leaked". An ultrasound provided by patient confirmed rupture. The device status is unknown.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken device assessed as unidentified (tear) opening (shell thickness was within specification). No additional observations are performed.

Event description:
Patient reported for right side, during a cancer check-up, it turned out that the "contents of your. Implant had leaked". An ultrasound provided by patient confirmed rupture. The device has been explanted and replaced.